Event description:
The patient underwent a laparascopic supracervical hysterectomy in 2006. During morcellation, the physician was operating the trocar and pulling tissue into the morcellator. He reports that secondary to his incision size, the trocar trended to repeatedly slip deeper into the abdomen. At one point, this occurred and the active blade injured the right ureter, right side wall blood vessels, and bowel. The patient subsequently underwent colostomy which currently is functioning well and will be taken down 2006. The right ureter was repaired with stent placement which has since been removed. Transfusion with six units of packed red blood cells and two units of fresh frozen plasma was required. The patient is currently doing well. The surgeon reports that there was no device malfunction.

Manufacturer narrative:
No device failure reported. The event reported was the result of surgical technique. 510(k) # is k963872